Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study was returned and analyzed. A total of 10 rf ablations were performed with the longest ablation occurring for a total of 128 seconds. No large fluctuations were noted in temperature during the catheter's use, however large impedance rises were noted at the end of ablations 8 and 10. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, several steam pops occurred with no adverse consequences to the patient. Then it was noted that char had formed on the tip of the catheter. Irrigation settings were ramp up/down at 1 second, 30cc's at 30w, however the generator settings were power at 50w and temperature at 47 degrees. The catheter was replaced and the procedure was continued. Postoperative the patient experienced some left sided weakness but ice had been used to rule out a thrombus. The patient was not diagnosed with a cva via imaging, just the weakness, and no intervention was required. It was noted that the patient was on uninterrupted eliquis plus heparin with an act above 350.